Event description:
The lay user/patient contacted lifescan alleging the meter has a cracked display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Customer stated that her freestyle navigator continuous glucose monitoring system with the last two or three sensor wears was giving continuous monitoring mode (cm) readings twenty points higher than the build-in meter readings. Customer also stated when her blood glucose was low or going low, the fs navigator system might not alert her due to cm reading being higher than the build-in meter reading. Customer additionally reported receiving a cm reading of 125 mg/dl which was higher when compared to a build-in meter reading of 105 mg/dl. Customer reported experiencing symptoms of sweatiness and loss of consciousness and consumed 1 teaspoon or 1.5 teaspoon of powdered sugar to counteract her event. No third-party medical intervention was reported. There was no report of death or permanent impairment associated with this event.